Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the mdu was overheating, no further details provided. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection revealed a broken suction control valve handle and discolored cable. A functional evaluation was performed on the returned device and a noisy motor was found. No overheating was noted. The motor/gearbox could not be removed from the housing for further assessment. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of a noisy motor was confirmed, and the root cause was associated with mechanical component failure. Factors that could have contributed to the failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time the complaint of overheating was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.